Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 61cm and 27cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during procedure, the shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.